Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed 01-jul-2019 with the following findings: review of the black box data and pump history revealed the data from the time of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. The black box contained records dated (B)(6)2019 thru (B)(6)2019. Investigation of the alleged occlusion issue was not able to be adequately investigated because the pump was received in a condition that prevented investigation of the issue. The pump powered on with a blank display screen; further investigation was not possible.